Manufacturer narrative:
Based on the current information provided, the root cause of the reported operative complication cannot be determined or is unknown. There is no allegation that a malfunction of an isi system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. A site history complaint review was unable to be conducted as the procedure date was unknown and site information is unconfirmed. A system or instrument log review cannot be conducted due to lack of site, system, procedure, and instrument detail. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: isi became aware of a post from twitter stating, ¿even had a male nurse tell me that I came out of anesthesia "thrashing and aggressive" after a major surgery and saw that I had a hematoma..... Surgeon told me the hematoma happened by nicking a vessel with the davinci robot.¿ at this time, the root cause of the alleged operative complication is unknown. The severity of the hematoma is unknown. In addition, it is unknown what medical intervention, if any, was administered due to the hematoma. There is no allegation that a malfunction of an isi system, instrument, or accessory occurred.

Event description:
On (B)(6) 2022, intuitive surgical, inc. (Isi) became aware of a post from twitter stating, ¿even had a male nurse tell me that I came out of anesthesia 'thrashing and aggressive' after a major surgery and saw that I had a hematoma..... Surgeon told me the hematoma happened by nicking a vessel with the davinci robot.¿ isi attempted to follow-up with the patient to obtain additional information. However, the patient responded to isi stating, "I think you might already know this information. Have a great weekend."